Manufacturer narrative:
The device analysis results not available at the time of this report. A follow up report will be sent when analysis is complete.

Event description:
The hcp reported the pump was explanted and replaced after an implant duration of 27 months due to "possible intermittent rotor stall". A study was done. The results were not reported. The patient had been receiving morphine 20.9mg/ml. A follow up report will be sent when additional information is received.